Event description:
Approx 30 min into treatment pt felt chills, fever, nausea and vomiting, tachycardia and a blue discoloration of the lips. They continued to treat, then at 170 mins into treatment, disconnected and was taken to local ER. At ER, the following were taken: bp 111/55, resp 16, pulse 123, wc elevated to 12.2. Pt was given medication and kept overnight, released the following day.